Event description:
It was reported that the patient experienced femoral access site oozing. Post-procedure and prior to patient discharge the patient had oozing at the femoral access site. The patient had no signs or symptoms of hematoma but stayed overnight at the hospital for observation. The patient was discharged the next morning. The current condition of the patient is unknown. It is unknown if the sheath will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Additional information was added to blocks b5, d4, and h11.

Event description:
It was reported that the patient experienced femoral access site oozing. Post-procedure and prior to patient discharge the patient had oozing at the femoral access site. The patient had no signs or symptoms of hematoma but stayed overnight at the hospital for observation. The patient was discharged the next morning. The current condition of the patient is unknown. It is unknown if the sheath will be returned for analysis. It was further reported that the patient was in stable condition and only required bedrest and observation. No medical intervention took place, patient was instructed to resume taking direct oral anticoagulants (apixaban) again after discharge. The device is not expected to be returned for analysis due to disposal.